Event description:
The reporter stated that the end-user was in a parking lot when suddenly the chair seat pivoted and she fell out of the chair. She was taken to the hospital the very next day and was told that she had a broken femur.

Manufacturer narrative:
This chair or any other related parts have not been returned back to the manufacturer for an evaluation.